Event description:
A zoll distributor returned a monitor indicating that it was resetting.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As rec'd, the monitor was intermittently resetting and displaying code (B)(4). The cause of the resets and code (B)(4) is corrupted files on the sd card. The root cause of the corrupted files cannot be positively identified. No adverse event resulted from defective sd card.